Manufacturer narrative:
The complaint of damaged extension tubing was confirmed. One 22g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. The single-port blue luer adapter was not returned with remainder of the IV catheter. Without the luer adapter, it could not be determined if the tubing fractured or completely separated from the adapter. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Incident date: 30 nov 2025 details of complaint (reported issue): "...when piv assessed, noted to have tubing broken at cap". Additional information will be sent via separate email. Complaint noticed: during / after use problem frequency: 1st time patient injury: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.